Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15844403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00062 and #9616099-2016-00063.

Event description:
As reported, the patient was enrolled in a clinical study, (B)(4) smart pms for sfa and the case number is (B)(4). The patient had two lesions treated during the study index procedure: the proximal right superficial femoral artery (rsfa-target lesion number one/#1) and the distal rsfa (target lesion number two/#2). Two (2 each) stents were implanted: a smart control iliac 6 x 80, and a 120/150 smart sfa 7 x 150. The stents were implanted without any reported product issue. The rsfa target lesion was reported to be: a one hundred percent stenosis (100%), heavily calcified and not tortuous. Approximately eight months after the index procedure, the patient developed sepsis from critical limb ischemia. The patient expired two weeks after developing the sepsis and the death was reported to be due to blood poisoning. Additional information received indicated that: it was unknown if the two stents were implanted in overlapping fashion. The patient's medical history, post-procedure medical regimen, and compliance with the medical regimen were unknown. There was no reported restenosis or thrombosis of the two (2) previously implanted smart stents. It was unknown if any intervention was performed involving the patient's previously implanted study (smart) stents. It was unknown if the reported critical limb ischemia reported involved the patient's right leg or if it was a pre-existing condition. It was unknown if the reported critical limb ischemia involving the patient's right leg was related to the study stents or to the study index procedure. It was also unknown if the patient's death/blood poisoning reported was related to the previously implanted study stents or study index procedure. It was not known if an autopsy was performed. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15844403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00062 and #9616099-2016-00063. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that this patient was enrolled in a clinical study. The patient had two lesions treated during the study index procedure: the proximal right superficial femoral artery (rsfa-target lesion number one/#1) and the distal rsfa (target lesion number two/#2). Two (2 each) stents were implanted: a smart control iliac 6 x 80, and a 120/150 smart sfa 7 x 150. The stents were implanted without any reported product issue. The rsfa target lesion was reported to be: a one hundred percent stenosis (100%), heavily calcified and not tortuous. Approximately eight months after the index procedure, the patient developed sepsis from critical limb ischemia. The patient expired two weeks after developing the sepsis and the death was reported to be due to blood poisoning. Additional information received indicated that: there was no reported restenosis or thrombosis of the two (2) previously implanted smart stents. It was unknown if any intervention was performed involving the patient¿s previously implanted study (smart) stents. It was unknown if the reported critical limb ischemia reported involved the patient¿s right leg or if it was a pre-existing condition. It was unknown if the reported critical limb ischemia involving the patient¿s right leg was related to the study stents or to the study index procedure. It was also unknown if the patient¿s death/blood poisoning reported was related to the previously implanted study stents or study index procedure. It was not known if an autopsy was performed. It was unknown if the two stents were implanted in overlapping fashion. The patient¿s medical history, post-procedure medical regimen, and compliance with the medical regimen were unknown. No additional information is available. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15844403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The adverse events of sepsis/infection, vessel occlusion, and death are listed in the instructions for use of the device. No additional intervention was reported to have been performed as a result of the reported events. Without any additional information such as the patient¿s medical history, medical regimen, and with no relationship of the events to the study devices/procedure provided by the study investigator or return of the products it is not possible to determine what factors may have contributed to the reported events or draw any conclusion/root cause. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00062 and #9616099-2016-00063.